Manufacturer narrative:
On 9-sep-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was an irrigation issue. Before the issue was noted, no error was noted from the irrigation pump. The doctor heard a « pop » during ablation shot. The medical team took the catheter outside the patient to check for char. No char was found on the catheter tip. However, when the team flushed the catheter outside of the patient, the irrigation at the end of the catheter was no longer working. The correct catheter settings were selected on the generator. The pump mechanism that switches between low and high flow was functional as well. The catheter was changed with a new one. No pericardial effusion was observed by the doctor. The procedure continued. No consequence for the patient was reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31314351l and no internal action related to the complaint was found during the review. The irrigation and steam pop issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 27-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and there was an irrigation issue. Before the issue was noted, no error was noted from the irrigation pump. The doctor heard a "pop" during ablation shot. The medical team took the catheter outside the patient to check for char. No char was found on the catheter tip. However, when the team flushed the catheter outside of the patient, the irrigation at the end of the catheter was no longer working. The correct catheter settings were selected on the generator. The pump mechanism that switches between low and high flow was functional as well. The catheter was changed with a new one. No pericardial effusion was observed by the doctor. The procedure continued. No consequence for the patient was reported.

Manufacturer narrative:
D4: UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).